Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 4224606."

Event description:
It was reported that the patient was experiencing ineffective therapy, surgical intervention took place where the scs system was explanted to address the issue. There were no complications during the procedure. Investigation was unable to determine which of the leads attributed to the event.